Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that via a merlin at home transmission, non-sustained rv oversensing on the ventricular channel was observed due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made. Patient is doing okay and will be monitored.